Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error on the insulin pump and the keypad was scrolling on its own. She then replaced the battery and received a button error alarm. The customer stated the insulin pump had not been bumped, dropped, or wet. Her blood glucose level was 401 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. There was no numbers down anomaly, ramping numbers on their own or scrolling bar moving anomaly noted. There was no button error alarm or unexpected audio or beep anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and reservoir tube lip.